Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and the facility device cleaning/reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf-170 series, chapter 3 preparation and inspection. Gif/cf-170 series, chapter 5 reprocessing of the endoscope (and related reprocessing accessories) . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a poor delivery of water. The issue was found during inspection for use for a diagnostic procedure, which was completed without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive around the objective lens was peeled; the bending section cover had a scratch; the connecting tube had a dent and discoloration; the control unit had a scratch and discoloration; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the forceps elevator knob had a scratch and discoloration; the forceps elevator lever had a scratch and discoloration; the grip had a scratch and discoloration; the light guide connector had a scratch and discoloration; the protector of the video cable section had a cut; the protector of the universal cord on the suction connector side had a scratch; the right/left angulation knob had a scratch and discoloration; the scope cover had a scratch and discoloration; the suction cylinder was shaved; the switch box had a scratch and discoloration; third party repair had been performed; the upward/downward angulation control knob had a scratch and discoloration; the universal cord had a scratch and discoloration; the video cable, video connector case, and the video connector had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer suspected the foreign material may be limescale stains from the water tank. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.